Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the home screen. A pump reset was performed which resolved the issue. Insulin delivery was resumed. Customer's blood glucose was 136 mg/dl.